Event description:
During a standard treatment the head of the handpiece heated up but did not cause any burn. No on recalls patient's name to pull file, hence no data can be supplied.

Manufacturer narrative:
The analysis did show that the bearings in the head have been worn out this caused the head to heat up. Reported due to the 2 year presumption rule.